Event description:
It was reported that this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. An xtw clip was inserted and placed on the valve. While attempting to deploy the clip, a knot was observed on the lock line (ll). Troubleshooting was performed but eventually the clip was removed from the anatomy and replaced with a different clip to complete the procedure. The clip was successfully deployed, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported knotted lock line was confirmed via device analysis. Additionally, the lock line was observed to be jammed, the l-lock tabs were broken, and actuator coupler was scratched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported lock line was unable to be determined. The observed jammed lock line was a result of the reported knotted lock line. The observed broken l-lock tabs and scratched coupler were likely a result of procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.